Event description:
A malfunction alarm was reported, which was identified by the malfunction code ¿malf 0.¿ there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was reset with assistance from technical support, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if any further issues arise, which they confirmed understanding.